Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an undisclosed textured mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast after a physical exam with a medical professional. As a result, the patient underwent removal on (B)(6) 2022.